Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the display anomaly. The fse cleaned the coil connector and re-seated the display connector. The problem still existed. The fse replaced the touchscreen and reloaded b14 software. Performance tested to factory specs and safety tested.

Event description:
The customer stated that both touchscreen panels on the intra-aortic balloon pump (iabp) are flickering. There was no patient involvement, thus no adverse event was reported.